Event description:
It was reported that during implant, the physician had difficulty inserting the right ventricular lead into the device header. After using mineral oil, the lead was inserted and secured into the header; all electrical values were good. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.